Event description:
The retractor would not stay in the open position and would attempt to close while in use.

Manufacturer narrative:
Item was identified as malfunctioning by user site. Item was sent in for repair on 08/29/2013 and returned to the customer. Returned item was still identified as malfunctioning.